Event description:
Information received by medtronic indicated that insulin pump had no motor movement or negligible movement. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump had passed displacement verification test and self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer: black. On (B)(6) 2021, the customer alleged that she had another pump error 38 alarm. The following were noted during visual inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, pillowing keypad overlay, and case cracked at the battery compartment. The pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. The pump passed the self test however, unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarms. Successfully downloaded the trace/history files using thus. A review of the downloaded history files shows three (3) unexpected pump error 38 alarms on (B)(6) 2021 at 15:58, 17:30, and 20:16. Moisture damage was also found on the electronic assembly (pcba 1 and pcba 2) during visual inspection. A test p-cap locks into the reservoir compartment properly. Pump error 38 alarm is confirmed. The pump was received with a pump error 38 alarm during rewind due to corroded motor home switch. (B)(4).